Manufacturer narrative:
(B)(4). The returned instrument was evaluated and found that the end of the tube assembly where the jaws are attached is bent and damaged and the pivot pin is popped and the drive rod is also bent where it attaches to the jaws and the jaws are misaligned to each other and loose thus we are able to validate the alleged complaint. Part.s were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all nstruments manufactured at th1s facility. At this time it is un-determined what caused the tube assembly to be bent/damaged and jaw pivot pin to be popped on one side of the tube and the jaws to be misaligned, but mishandling at the customers facility is suspected . No corrective action required. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information other remarks: provided.

Event description:
It was reported that with the applier jaws deformed/bent, the applier was not able to hold clip properly. The applier was replaced by a new one. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found completely without any irregularities, this instrument was produced at the (B)(4) in (B)(6) of 2016 as part of a 50 pc. Lot. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time. Based on previous history and information on notification summary it is suspected that this instrument has been mishandled at the customer's facility.

Event description:
It was reported that with the applier jaws deformed/bent, the applier was not able to hold clip properly. The applier was replaced by a new one. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that with the applier jaws deformed/bent, the applier was not able to hold clip properly. The applier was replaced by a new one. There was no patient injury.